Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that post mesh implantation the patient experienced vaginal pain, urinary and bowel incontinence, dyspareunia, infections and urethral obstruction. The patient underwent mesh removal along with right paravaginal detachment and cystocele repair on (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03650 and medwatch 2210968-2012-03640 the same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent total laparoscopic hysterectomy, a &amp; p colporrhaphy, enterocele repair, and cystoscopy.

Event description:
It was reported that the patient concurrently underwent total laparoscopic hysterectomy, a & p colporrhaphy, enterocele repair, and cystoscopy.

Manufacturer narrative:
(B)(4).